Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# nkn070789v, implanted: (B)(4) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v014620, implanted: (B)(6) 2006, product type: lead. Product ID: 3387s-40, lot# v154598, implanted: (B)(6) 2008, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the impedance issue occurred after surgery. It was a 3,000 ohms electrode impedance in lead 8 on the right side at 3.0 volts. The impedance had not resolved and the cause was not determined. No lead fractures were noted and x-rays were taken. The affected electrode was not being stimulated, hence no reprogramming was done. The patient recovered without permanent impairment.

Event description:
It was reported that the patient had a fall a few weeks ago. The patient also had out of range impedance values. The cause of the impedance issues was not specified. There was no intervention or patient outcome reported as well, so additional I nformation was requested. If additional information is received a supplemental report will be sent.